Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that she cannot see the screen well on her old pump. The customer stated that the pump still light up when she goes to the menu. The customer stated that the words are hard to make out. The customer mentioned the time and battery icons are dark. The customer was advised to insert new energizer aaa alkaline battery. The customer stated that the display did not return back to normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.